Event description:
Family member of customer reported that pt received a reading of 208 mg/dl using the freestyle meter. Pt began to exhibit symptoms of hypoglycemia. An ambulance was called and a comparison reading of 20 mg/dl was received using an unk brand meter. Customer was treating was conducted on the fingers. In the day prior to event, customer exercised heavily.